Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the ultrasonic transducer was severely damaged, and it could see the hard part. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the ultrasonic transducer of the subject device was severely damaged. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india and the manufacturing date of the subject device, omsc considered there was the possibility this phenomenon was attributed to the ultrasonic transducer peeling off due to aging deterioration. In addition, it was surmised that the reported phenomenon might have occurred because external force was applied to the relevant part of this damage by rubbing it with excessive force during daily use including reprocessing. If additional information becomes available, this report will be supplemented.